Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neuro stimulator. It was reported that when the patient sat on their right side they got sharp pain shooting down the right leg and up into their rear end. The patient stated that it did not happen all the time it just happened when she propped her leg up on the coffee table or recliner. That was the only time it happened. The patient stated they could get up and walk around and it did not bother them. Product service specialist (pss) offered to adjust the stimulation but the patient declined. No further patient symptoms or complications were reported in this event. Additional information was received from a consumer via a manufacturing representative (rep). It was reported that the patient feels a lead is loose from tape and is stinging her. Medical doctor sent patient to the ER. The rep stated it is unknown whether the issue is resolved. No further patient symptoms or complications were reported in this event.